Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("gained 50 lbs in 2 yrs can not lose more than 6 lbs") and experienced arthralgia ("hip pain"), myalgia ("sore muscles"), headache ("headaches"), hypertension ("high blood pressure") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, arthralgia, myalgia and headache outcome was unknown and the hypertension had resolved. The reporter considered arthralgia, fatigue, headache, hypertension, medical device removal, myalgia and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events medical device removed, hip pain, sore muscles, headaches, high blood pressure, fatigue were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1583 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced headache ("headaches"), myalgia ("sore muscles"), arthralgia ("hip pain"), hypertension ("high blood pressure"), fatigue ("fatigue") and depression ("depressing") and was found to have weight increased ("gained 50 lbs in 2 yrs can not lose more than 6 lbs") and weight decreased ("only lose 5-10 before gaining again"). The patient was treated with surgery (hysterectomy). At the time of the report, the hypertension had resolved. The outcomes for medical device removal, headache, myalgia, arthralgia, fatigue, weight increased, weight decreased and depression were unknown. The reporter considered arthralgia, depression, fatigue, headache, hypertension, medical device removal, myalgia, weight decreased and weight increased to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter lawyer,patient's date of brith, essure's start and stop dates and medical device removal's onset added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1583 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced headache ("headaches"), myalgia ("sore muscles"), arthralgia ("hip pain"), hypertension ("high blood pressure"), fatigue ("fatigue") and depression ("depressing") and was found to have weight increased ("gained 50 lbs in 2 yrs can not lose more than 6 lbs") and weight decreased ("only lose 5-10 before gaining again"). The patient was treated with surgery (hysterectomy). At the time of the report, the hypertension had resolved. The outcomes for medical device removal, headache, myalgia, arthralgia, fatigue, weight increased, weight decreased and depression were unknown. The reporter considered arthralgia, depression, fatigue, headache, hypertension, medical device removal, myalgia, weight decreased and weight increased to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine prolapse, dysmenorrhea, menses painful, menorrhagia, pelvic pain and obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1603 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced headache ("headaches"), myalgia ("sore muscles"), arthralgia ("hip pain"), hypertension ("high blood pressure"), fatigue ("fatigue") and depression ("depressing") and was found to have weight increased ("gained 50 lbs in 2 yrs can not lose more than 6 lbs") and weight decreased ("only lose 5-10 before gaining again"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,with bilateral salpingectomy). At the time of the report, the hypertension had resolved. The outcomes for medical device removal, headache, myalgia, arthralgia, fatigue, weight increased, weight decreased and depression were unknown. The reporter considered arthralgia, depression, fatigue, headache, hypertension, medical device removal, myalgia, weight decreased and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.844 kg/sqm. [Pathology test] on (B)(6) 2016: diagnosis: uterus and cervixchronic cervicitis; parakeratosis, uterine cervix; weakly proliferative endometrium. Superficial adenomyosis. Specimen, uterus and cervix pertinent history: uterovaginal prolapse, menstruation excessive. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters,patient information,medical history,lab data,indication,drug removal date,event onset date,non drug treatment addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced headache ("headaches"), myalgia ("sore muscles"), arthralgia ("hip pain"), hypertension ("high blood pressure"), fatigue ("fatigue") and depression ("depressing") and was found to have weight increased ("gained 50 lbs in 2 yrs can not lose more than 6 lbs") and weight decreased ("only lose 5-10 before gaining again"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, headache, myalgia, arthralgia, fatigue, weight increased, weight decreased and depression outcome was unknown and the hypertension had resolved. The reporter considered arthralgia, depression, fatigue, headache, hypertension, medical device removal, myalgia, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Pfs received. New events added: lose 5-10lbs before gaining again, depressing. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.